Event description:
It was reported the patient is experiencing little to no pain relief from his scs system. Surgical intervention will be undertaken at a later date to replace the patient's ipg (reference MFR report # 1627487-2012-07116); however, there are no plans to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.